Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced cerebrum leakage from the ear. The recipient's issues resolved. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly is experiencing a superficial incision infection. The recipient is being treated with antibiotics. The recipient's device has been successfully activated; however, the physician has recommended limited device use for a month.